Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post explant of an implantable pulse generator (ipg), the patient presented to the emergency department with bleeding/drainage from a hematoma at the explant site. The sutures were removed, and the hematoma was expressed. It was noted that the patient is taking part in the world-wide randomized antibiotic envelope infection prevention trial. No further patient complications have been reported as a result of this event.